Manufacturer narrative:
Product analysis: analysis found that the ventricular pace (vp) light emitting diode (led) signal on the analyzer failed during the functional test. The analyzer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.